Event description:
During the implantation procedure, once the sheath was removed from this lead the distal coil separated. Therefore, it was not implanted.

Manufacturer narrative:
(B) (4) coil damage at implant.the analysis on this device is pending.

Manufacturer narrative:
(B)(4). Coil damage at implant.the analysis on this device is pending.

Event description:
During the implantation procedure, once the sheath was removed from this lead, the distal coil separated. Therefore, it was not implanted.